Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. The customer¿s blood glucose level was 171 mg/dl. The customer reported that the vibrate mode was set to on and insulin pump did not vibrate during the vibrate test portion of the self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected absence of alarm, audio / vibrate anomaly noted. Unit passed self-test. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and pillowing keypad overlay.